Event description:
It was reported that there was lead migration. It was noted that actions required as a result of the event was revision. It was noted that the patient reported that prior to physical therapy, he had great coverage. It was noted that after physical therapy, the patient¿s stimulation had changed. It was noted that x-rays were taken at unknown dates and showed 3 mm migration of the leads. It was noted that the patient requested a revision of the leads. It was noted that the leads were moved up from t8 to t7. It was noted that the patient was programmed in recovery with good coverage of pain and happy with the results. It was noted that there was no anchor issue or system issue noted at revision. It was noted that diagnostic testing included impedance testing, x-rays, and reprogramming. It was noted that the right lead did not migrate at all. It was noted that the patient¿s status at the time of report was alive with no injury. It was noted that symptoms included less than 50 percent therapy relief. It was noted that the location of the symptom was low back and posterior bilateral lower extremities. Additional information was requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer. (B)(4).